Manufacturer narrative:
Lead was explanted on (B)(6) 2021 due to fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2021 due to fracture. Upon receipt, the lead under complaint found cut 16 cm distal to the df4 connector pin. The proximal and the distal fragment were received for analysis. The medial fragment (approximately 8cm length) was not returned. An extraction aid was found in the distal lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed 31cm proximal to the lead tip that the lead body was found squeezed and damaged. In this region the conductor cable leading to the svc shock coil was found fractured. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further inspection showed from 8.5cm to 7cm proximal to the lead tip that the insulation was found damaged due to wear. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The above mentioned damages are assumed to be the root cause of the reported clinical observations. Damages such as a deformed svc shock coil and a bent df4 connector pin, most likely occurred during the extraction procedure due to mechanical forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Shock impedance showed 25 ohms on 2/2 and 2/6. Also shows noise on the lead. The lead remains actively implanted.